Event description:
It was reported that a patient experienced a loss of therapeutic effect. It was stated that the patient was not getting good coverage on the right side like he did before. It was noted that this started three days prior to report. The patient had tried other programs and groups, but nothing was helping. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger product; ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).